Event description:
Philips received a complaint on the heartstart xl device indicating that there are spots on the screen and the display is not clear.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site. No further evaluation is warranted at this time.